Event description:
Vns pt was referred to an ent for eval of possible vocal cord paralysis and that the pt's asthma had worsened since implant. The pt reportedly wants the device explanted. The pt is a "chaun smoker" and has recently been diagnosed with emphysema, but attributes their problems with warsened asthma to the vns implant. Stimulation had not yet been initiated at the time of the pt's complaints. The pt did not keep their appointment with the ent. Investigation to date has been unable to determine whether the pt is diagnosed with vocal cord paralysis or whether the vns therapy system is a contributing factor to their worsening asthma.

Event description:
Further follow-up revealed that the patient suffered a heart attack. The reported heart attack and previously reported asthma is not likely related to the vns therapy since the device has not been programmed on. The patient's voice alteration was likely related to the vns implant surgery.